Event description:
It was reported that on (B)(6) 2010: office note states that patient¿s studies show significant bony overgrowth pinching the l5 nerve root. (B)(6) 2010: the patient called in with back and leg pain. The notes state this believed to be due to the l4-5 facets as well as to l5 root compression from bony overgrowth and obliteration of the foramen. (B)(6) 2010: the patient presented following injections that did not provide any significant relief of her back pain. She continues to have back pain and bilateral leg pain, left greater than right. The patient¿s images were reviewed again. She does have mild stenosis at the l4-5 level. She has marked foraminal overgrowth at l5-s1 on the left. Unable to get a needle into that area for injection, so the injection was done on the right side. (B)(6) 2011 : the patient presented with the following preoperative diagnoses: lumbar spinal stenosis l4-5; prior l5-s1 fusion with bony overgrowth bilaterally in the l5 neural foramen, left greater than right; osteoporosis. The patient underwent the following procedures: l5-s1 hardware removal and fusion exploration; decompressive laminectomy l4-s1 with foraminotomies over the l4, l5 and s1 nerve roots bilaterally under the operating microscope with redo decompression at l5-s1 bilaterally decompressing both the l5 and s1 nerve roots; transforaminal lumbar interbody fusion l4-5 with k2 peek cage, rhbmp-2/acs, and local autograft; posterolateral and intertransverse fusion l4-s1 with rhbmp-2/acs and local autograft; posterior segmental fixation l4-s1 with stryker radius pedicle screw and rod system; vertebroplasty l4. Per the op notes, a 9mm k2 peek cage packed with rhbmp-2/acs and local autograft was placed in the interspace with additional rhbmp-2/acs and local autograft packed anterior to the cage prior to the cage placement and with local autograft alone packed posterior to the cage at l4-5. The posterolateral gutter was decorticated and packed with a mixture of rhb mp-2/acs and local autograft. It was reported that the patient developed injuries following the use of rhbmp-2/acs.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.